Manufacturer narrative:
Device evaluation summary: there was blood residue visible in the balloon indicating the presence of a leak. Negative prep was performed and detected a leak. On pressurization of the device a leak was detected from the distal cone of the balloon. Visual inspection confirmed the presence of a long radial tear on the distal cone. The balloon material was jagged and uneven at the leak site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the exact cause of the bilateral balloon burst occurring using kissing ballooning technique within the common iliac arteries could not be determined from the pre-implant films provided. Films during implant were not available for review, and the reported balloon burst event could not be assessed. Post-implant films were also not available. This may have been procedure related caused by over-inflation, possibly in combination with implanting within the calcified distal aorta and bilaterally calcified common iliac arteries. This may have also been related to an issue with the balloons. The balloons have been returned and are awaiting analysis, and the findings will be summarized in a separate report. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant devices are: rel46 ; s/n: (B)(4); use by date: (B)(6) 20179 ; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of the patient. It was reported that during the index procedure when ballooning the distal aorta, the proximal stent graft and the stent graft overlap sections were ballooned with no issue. It is noted that a kissing technique was performed in the distal aorta and that the balloons where moved to the iliac limbs (16x10x124) and inflated at the same time. Both balloons burst at the same time in the proximal common iliac arteries. The event was resolved with the replacement of the balloons and the procedure was completed. As per the physician the cause of the event is device related. No additional clinical sequelae were reported, and the patient is fine.